Event description:
The index procedure was prompted by an acute mi. One endeavor sprint was implanted in the proximal lad during the index procedure. Approximately 7 months post index procedure, the patient suffered cerebral infarction. The patient was treated with medication and recovered. The investigator indicated that the event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.